Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse adjusted the sample probe and reagent probes and replaced the sample tube and the sample level sense cable. The calibration and controls were valid when samples were run. A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc stated that the discordant results could be attributed to a problem in the solid phase delivery or during the wash steps which caused a loss of particles and a too low relative light units (rlu) (high concentration) which was addressed by service. The cause of the discordant, falsely elevated testosterone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated testosterone (tsto) results were obtained on two patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The same samples were tested on the same advia centaur xp instrument, resulting lower. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated testosterone results.